Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms. The account communicated that the low flow alarms were caused by asystole. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The log file contained data on 11jan2021 from 09:56:16 through 16:15:55. Multiple low flow alarms were observed between 11:41:51 and 14:45:29. The pump appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). No further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this IFU lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including cardiac arrhythmia. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. The IFU provides details on the factors that affect pump flow and provides information on assessing flow. The IFU explains that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5 liters per minute (lpm). Additionally, section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Lastly, the section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12jul2013. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was presented with low flow alarms and was experiencing dizziness and nausea. The log file captured periods of low flow events starting on (B)(6) 2021 at 11:41 and continuing until 14:45. Persistent pi events were also noted. The cause of the low flow alarms was determined to be asystole. The patient's implantable cardioverter-defibrillator (ICD) had previously been abandoned since it was determined to be unnecessary, but when the patient was found to be asystolic the generator was changed on the ICD. The alarms, dizziness, and nausea resolved. The device was reported as operating as expected.